Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and screen error alarms and firmware errors were observed. The reported event of an error icon display was confirmed during log review. A root cause could not be determined.

Manufacturer narrative:
Device available for evaluation - correction.

Event description:
Subsequent to the first follow-up for this MDR report number 3004753838-2015-30178, it was noticed that the incorrect MDR report number had been entered on it and the follow-up information reported in it was for MDR report number 3004753838-2016-30178. Please disregard the information in this report as the information was submitted in a follow-up report for 3004753838-2016-30178.

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to claim intermittent audio output patient experienced on (B)(6) 2015. No medical intervention or injuries were reported. Additionally, during the call, dexcom technical support advised patient's father to test the alert functionality and reported alerts were functional.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The receiver data log was downloaded and found no errors related to the customer complaint. The device was determined to be operating within the required specifications without malfunction. Customer complaint could not be verified.